Event description:
During remote follow up, under sensing was observed on the device. Technical support was contacted and reprogramming was performed to resolved the event. The patient was stable and will continue to be monitored.